Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a gastroscopy in the gastrointestinal tract, performed on (B)(6) 2009 (patients age is unknown, but has been reported as over 18 years). According to the complainant, during preparation, the nurse tested the device outside of the pt and the clip prematurely deployed in the sheath and fell off. Another resolution clip device was tested during preparation and was fine. This second resolution clip device was used to complete the case. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis, however, an analysis has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).